Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple altitude alarms. The customer indicated that the blood glucose level was impacted. As the alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the alarms.